Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('inflammatory diseases') and pelvic pain ('which was very painful') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I had an ablation at the same time". The patient's medical history included pregnancy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("even after a bunch of uti's that changed how I drank"), irritable bowel syndrome ("ibs/gi issues"), abdominal pain upper ("a bunch of tummy pain"), back pain ("back pain"), food allergy ("allergy to food"), gluten sensitivity ("cant eat gluten"), feeling abnormal ("brain fog"), anaphylactic reaction ("anaphylactic to that food") and ovarian rupture ("ovarian was close to rupturing"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic inflammatory disease, pelvic pain, urinary tract infection, irritable bowel syndrome, abdominal pain upper, back pain, food allergy, gluten sensitivity, feeling abnormal, anaphylactic reaction and ovarian rupture outcome was unknown. The reporter considered abdominal pain upper, anaphylactic reaction, back pain, feeling abnormal, food allergy, gluten sensitivity, irritable bowel syndrome, ovarian rupture, pelvic inflammatory disease, pelvic pain and urinary tract infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- urinary tract infection, irritable bowel syndrome, stomach pain, back pain, allergy, gluten intolerance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new information: new event ( medical device monitoring error) , patient's medical history. On (B)(6) 2020: essure was removed, hysterectomy added as a non-drug treatment. On (B)(6) 2020: social media received: reporter added. New event added: foggy feeling in the head, anaphylactic reaction. Event - allergy was updated to food allergy. On (B)(6) 2020: social media received: ovarian was close to rupturing, inflammatory diseases and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.